Event description:
It was reported that the patient was experiencing shocking sensation with stimulation that the patient had been having for over a year. Additionally it was reported that the patient was having prolonged seizures lasting up to two hours long. Previously their seizures were one hour long. The patient, it was reported, had a large amount of scar tissue around their nerve. The patient had not had any falls or injuries preceding their shocking sensation. Full revision surgery was performed. The explanted products will not be returned for analysis. As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.